Event description:
It was reported that the patient was admitted with volume overload and methicillin-sensitive staphylococcus aureus driveline infection that resolved with intravenous cefazolin.

Manufacturer narrative:
Date of event is estimated. Article title: late heartmate 3 thrombosis michael j. Pienta, et al. Department of cardiac surgery, university of michigan frankel cardiovascular center, ann arbor, michigan; and ¿division of cardiovascular medicine, university of michigan frankel cardiovascular center, ann arbor, michigan. Related MFR # (B)(4) additional related MFR # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported volume overload could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no additional information was provided. The patient ultimately underwent a pump exchange on (B)(6) 2020 (reference MFR # 2916596-2020-02141) for the evaluation of hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), including the applicable sterility information, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28sep2017. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists infection as a potential late postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.